Event description:
It was reported that the pump was causing "reactions" between the pump and the telephone and other devices around the house. The patient stated that she cannot use her telephone because, it gets disconnected, but patient's husband could use the phone fine "for hours", but then if patient were to get on the phone it would get disconnected. The patient had called in that same day and was disconnected, and when calling back indicated her husband had to dial the phone. The phone would always drop the call when she was using it and believed it was due to the pump. The patient stated, she also believed this had caused problems for her logging into her computer. Patient started noticing these problems "about a year ago". It was confirmed that the pump should not cause any adverse effects with disconnecting the phone or computer related issues. The patient contacted the phone company, and it was not the phone that was the problem. The medication being delivered was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# n144189005, implanted: 2009 (B)(6), product type catheter. (B)(4).